Event description:
No additional information received. When aspirating the chemotherapy drug, the drug leaked. The chemotherapy drug goes beyond the barrier (stopper) of the plunger.

Manufacturer narrative:
(B)(4) follow up. It was reported when aspirating the chemotherapy drug leaked. As a sample was not returned, a through sample evaluation could not be performed. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show a syringe with three red colored spots located above the syringe rubber stopper. No other information could be obtained from the photos. A device history record review was completed for provided material number 303552, lot 3096957. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When aspirating the chemotherapy drug, the drug leaked. The chemotherapy drug goes beyond the barrier (stopper) of the plunger.

Event description:
When aspirating the chemotherapy drug, the drug leaked. The chemotherapy drug goes beyond the barrier (stopper) of the plunger.